Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Didnt get hot. Handpiece locked up and wouldn't spin during eval. Handpiece failed specs due to cap bearing destroyed on turbine. Also cap damage from coming in contact with rotor.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.